Event description:
A non-healthcare professional reported that his vision was distorted after surgery. He stated that he went to complain it to the doctor about his distorted vision, and the doctor told him that his vision was distorted because the lens was broken before implantation, and since his eye was already open, he had to have it implanted. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).